Event description:
It was reported that crosstalk, inadequate capture, and undersensing were observed on the device. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.